Event description:
It was reported that during an a-fib procedure one of the ring electrodes on the catheter was stuck when the customer tried to pull it out of the sheath. The ring electrode was bent. The catheter was exchanged and the case resumed without injury to the patient. On (B)(6) 2012, the catheter was received in the lab for analysis and it was noticed that the electrode ring #4 was uplifted making this event reportable.

Manufacturer narrative:
(B)(4). The device was visually inspected and it was found that the electrode ring # 4 was damaged. Also, dimensional test was performed and all pu margins measurements were found within specifications. The device history record could not be reviewed since the lot # of this product was not provided when event reported. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The damage on the ring was confirmed, however, the root cause of this condition could not be drawn. A corrective action has been opened to further investigate the ring damage event.